Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt nothing comes up. Customer's blood glucose reading was 222 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that they were working in the yard when they received the button error alarm. Customer advised the insulin pump fell off and was lying in the driveway. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.